Manufacturer narrative:
(B)(4)

Event description:
Same case as MDR ID: 2134265-2018-02657. It was reported that wire detachment occurred. A rotalink burr and a 330cm rotawire¿ were selected for use. During preparation, it was noted that the rotawire detached when setting up the rotation speed outside the body. The procedure was not completed as same device is not available. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. The unit returned has wire broken, as part of overall visual revision. Visual inspection of the device revealed that the distal tip was kinked and the solder fillet is missing. Besides, the body of the guidewire is broken approximately at 194.4cm from the proximal end; the other returned section measures approximately 136.1cm from the distal tip. The outer diameter (od) of the distal tip, od of the middle of the device and od of the proximal section were observed to be within specification. However, the overall length could not be measured due to the device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. As per product dfu: "never advance the rotating burr to the point of contact with the guidewire spring tip, as this may result in distal detachment and embolization of the tip. Exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. Exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. Do not allow the individual burr run time to exceed 30 seconds as this may lead to wire fracture/tip separation that may result in perforation, dissection, embolism, myocardial infarction and in rare cases, death. The rotawire guidewire has an expected functional life of 5 minutes (total of individual burr run times). Do not allow the burr to remain in one location while rotating at high speeds, as this may lead to wear of the guidewire." And as per available information the event ocurred while adjusting the rotation speed outside the patient's body, the wire got detached near the burr." (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02657. It was reported that wire detachment occurred. A rotalink burr and a 330cm rotawire¿ were selected for use. During preparation, it was noted that the rotawire detached when setting up the rotation speed outside the body. The procedure was not completed as same device is not available. No patient complications reported.